Manufacturer narrative:
Continuation of medical devices: addr01 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and undersensing due to small r-waves. There was also noise noted on the rv lead. The right atrial (ra) lead exhibited low impedance and high thresholds. The rv and ra leads were capped and remain in the patient. No patient complications have been reported as a result of this event.